Event description:
It was reported that the customer passed away due to cardiac arrest while wearing the insulin pump. It was stated that the customer manages the diabetes better with the insulin pump than the manual daily injections. It was stated that in (B)(6) 2012 the customer had a ketoacidosis episode while using the manual injections, and she did not have any incidents since she started wearing the device on (B)(6) 2012. It was stated that on (B)(6) 2012, the customer was experiencing nauseas and vomiting at the evening and the parents took to the hosp the next day. It was stated that the customer was conscious at time of her arrival. The infusion set was removed and found that the cannula was bent, but the insulin pump never alarmed. It was stated that the results of a biological analysis was ketoacidosis and hyperkalemia. It was stated that the end of the morning, the customer died by a heart failure despite resuscitation scheme. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The parents reported that the catheter was changed on (B)(6), 2012 at 8:17am. The health provider also provided the download report of the insulin pump memory, which showed that on (B)(6), 2012 at 8:17am the infusion set was changed and was purge with 0.3 units. It also showed a bolus of 7.0 units at 7h27, then a bolus of 7.0 units at 12h20, a bolus of 3.5 units at 17h10, and last bolus of 4.0 units at 20h01. The report revealed on (B)(6), 2012 a bolus of 1.5 units at 2h20 hour, then a bolus of 2.5 units at 5h40, and last bolus of 5.0 at 6h57 hour. Troubleshooting was conducted and the self test, high pressure test, and the displacement test were performed and they passed. The reservoir has not been returned to the manufacturer.